Manufacturer narrative:
The customer has discarded the suspect product.

Event description:
A pharmacist complained of erroneous results for 1 patient tested on coaguchek xs meter with serial number (B)(4) compared to the dade innovin method used by the laboratory. The result from the meter at 2:00 p.m. Was 2.8 inr. The result from the laboratory at the same time was 2.1 inr. No action was taken based on the meter result. The doctor went with the 2.1 inr result from the laboratory. The patient's therapeutic range is 2.5-3.5 inr no adverse event occurred. The patient is not on any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The suspect product was requested for investigation; however, the test strips have been discarded and are no longer available to return. Relevant retention test strips (lot 206630-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was tested in comparison to a retention meter and master lot strips. No error messages occurred. The returned material and the retention material meet the specification.